Event description:
The lens was inserted and the doctor was unable to position it properly. Lens was removed and the backup was implanted with no issue. The incision was enlarged and no suture was necessary. Additional info has been requested. The lens that was used during this event is reported under 1119279-2013-00358.

Manufacturer narrative:
The device was returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.